Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect and a sudden loss of stimulation sensation that started approximately a month ago. Specifically, he had pain relief in the right leg but gradually decreased and then stopped 3 months ago. It was noted that the patient falls once or twice a week, the last couple of times have been down the stairs. X-rays showed no change in lead position. Impedances were within normal range. The patient was programmed today at (program 1) p1: 5+7-, 0.9 volts, 450us, 60hz; (program 2) p2 6+7-, 8-9 volts, 450us. The patient felt no stimulation in the right leg (target area) and felt a "pinching" in his ribs at the top of the leads (placed at t9-11). The patient had a history of 7 prior back surgeries. Reprogramming and increasing the stimulation but the company representatives were unsuccessful. The physician felt that it was a manufacturer's problem. Additional information was requested.